Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the silicone retention tube of 3 omnispan meniscal fasteners fell off of the fasteners into the patient's joint space. The tubings were easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. The complaint devices were discarded at the user facility. Also see associated mdrs 1221934-2010-00460 and 1221934-2010-00461.

Manufacturer narrative:
Nothing is being returned for eval; complaint device discarded at user facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root cause for the reported issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future info received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.